Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a frayed wire was seen on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument pitch cables were frayed. The instrument was found with a frayed pitch cable at distal clevis hub. No damage was found at the clevis. Failure analysis also found there was a scratch on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.